Event description:
It was reported that during an implant procedure there were connection problems. The device was not used and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found. However, it was noted that the grommet had a missing part and the set screw was rounded in the socket. (B)(4): we did receive performance data collected from the device and have analyzed the data. There were no anomalies found.